Event description:
It was reported that balloon ruptured occurred. The 80% stenosed target lesion was located in the popliteal artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no patient complicaitons and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6.9cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and severely calcified popliteal artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was fine.